Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). While prepping the 4.00x20mm liberte bare stent delivery system (sds) it was noted that the stent had dislodged from the delivery system. The procedure was completed with a 4.00x24mm liberte stent and no patient complications were reported. The patient¿s current condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. An examination of the balloon found that the stent had detached from the balloon. The stent was received in a plastic container. An examination of the balloon found a clear impression of where the stent had been crimped initially. A examination of the stent found that the stent was compressed at one end. There was no evidence of any stretching of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). While prepping the 4.00x20mm liberte bare stent delivery system (sds) it was noted that the stent had dislodged from the delivery system. The procedure was completed with a 4.00x24mm liberte stent and no patient complications were reported. The patient's current condition is good.